Event description:
Pt developed cough, sob and audible wheezing 40 minutes into first 60 minute treatment session. Pt denied sob. Treatment stopped, oxygen administered. Chest x-ray taken at clinic showed bilateral pulmonary congestion. Pt was admitted with chf. Discharged in 2004.